Event description:
It was reported that 311 days following the implant procedure of the artificial urinary sphincter (aus), the cuff is not moving with device cycling. No patient complication has been reported at this time.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.